Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/severe pain,") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menorrhagia") and dysmenorrhoea ("dysmenorrhea"). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the abdominal pain, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain, dysmenorrhoea and menorrhagia to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff s symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: confirming full occlusion fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/severe pain,") and genital haemorrhage ("bleeding") in a 33-year-old female patient who had essure (ess205) (batch no. 12246180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mircette from 1999 to 28-may-2004. Concomitant products included estradiol13-jun-2007 to 2016, medroxyprogesterone acetate (depo-provera) since 21-apr-2005 and vicodin since 2012. On (B)(6) 2004, the patient had essure (ess205) inserted. On the same day, the patient experienced menorrhagia ("abnormal menorrhagia /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea /dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), pelvic pain ("pain") and fatigue ("fatigue"). In january 2007, the patient experienced premature menopause ("hormonal changes describe: premature ovarian failure") and blood follicle stimulating hormone increased ("increased follicle-stimulating hormone"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes") and genital haemorrhage (seriousness criterion medically significant). Essure (ess205) was removed on 19-aug-2005. At the time of the report, the abdominal pain, menorrhagia and dysmenorrhoea was resolving, the premature menopause, blood follicle stimulating hormone increased, hot flush and vaginal haemorrhage outcome was unknown and the pelvic pain, fatigue and genital haemorrhage had resolved. The reporter considered abdominal pain, blood follicle stimulating hormone increased, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, menorrhagia, pelvic pain, premature menopause and vaginal haemorrhage to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff s symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 28-may-2004: confirming full occlusion fallopian tubes most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporters were added. Patient details, historical drug and concomitant drugs were added. Hormonal changes describe: premature ovarian failure, increased follicle-stimulating hormone, hot flashes, abnormal bleeding (vaginal, menorrhagia), pain, fatigue and bleeding were added as events. Essure lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/severe pain,") and genital haemorrhage ("bleeding") in a 33-year-old female patient who had essure (ess205) (batch no. 12246180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mircette from 1999 to (B)(6) 2004. Concomitant products included estradiol (B)(6) 2007 to 2016, medroxyprogesterone acetate (depo-provera) since (B)(6) 2005 and vicodin since 2012. On (B)(6) 2004, the patient had essure (ess205) inserted. On the same day, the patient experienced menorrhagia ("abnormal menorrhagia /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea /dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), pelvic pain ("pain") and fatigue ("fatigue"). In (B)(6) 2007, the patient experienced premature menopause ("hormonal changes describe: premature ovarian failure") and blood follicle stimulating hormone increased ("increased follicle-stimulating hormone"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and hot flush ("hot flashes"). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the abdominal pain, menorrhagia and dysmenorrhoea was resolving, the genital haemorrhage, pelvic pain and fatigue had resolved and the premature menopause, blood follicle stimulating hormone increased, hot flush and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, blood follicle stimulating hormone increased, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, menorrhagia, pelvic pain, premature menopause and vaginal haemorrhage to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff s symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: confirming full occlusion fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.